Manufacturer narrative:
(B)(4): results: (root cause of removal difficulties / detachment of shaft unknown).

Event description:
A complete se peripheral stent system, length 150mm, diameter 8mm, was intended to treat a lesion in a patient's iliac artery. The lesion was 100% stenosed prior to treatment, had little calcification and was located in a non tortuous 7mm diameter vessel. A pre-dilatation balloon (7x40mm) was used prior to the attempted use of the stent. The complete se peripheral stent system was inspected prior to use with no abnormalities noted. It was reported that there were no extraordinary problems in crossing the lesion. After stent deployment, it was reported that the delivery system remained fixed with stent and could not be removed. Force was applied, resulting in a catheter detachment. Part of the catheter remained in the vessel. During attempts to remove the shaft, the deployed stent became deformed and shortened. A stent graft was implanted, overlapping the deformed stent and the remaining catheter, to recanalize the vessel. A good flow and lumen diameter were established. Further deformation of the stent occurred with stent graft implantation. The patient was o.k post procedure with a patient iliac artery. Additional interventions were applied at the other sites of vascular system.